Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A registered nurse (rn) contacted customer service to report that the patient was in the hospital due to catheter malfunction. Upon follow up, it was confirmed that the patient was admitted to the hospital on (B)(6) 2026 due to catheter malfunction and was discharged on (B)(6) 2026. The pd nurse stated that the surgeon worked on the patient¿s catheter and that it was repaired. The patient¿s treatments were held at the hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).